Event description:
There was an allegation of questionable tp2 total protein gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The customer had alleged the previous day that there were discrepancies between tp2 results on two c503 analyzers and had replaced the reagent pack. On (B)(6) 2023, the initial tp2 result was 9.23 g/dl. The sample was repeated on another c503 analyzer and the result was 8.2 g/dl. No questionable results were reported outside of the laboratory. The repeat result from the other analyzer was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer was advised to clean the sample probe. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) adjusted the amount of water, basic wash, and acid wash dispensed during cleaning and made sure all screws were tight. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.